Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an anterior prolapse repair procedure on (B)(6) 2012 and mesh was implanted. Following the procedure, the patient experienced a small mesh exposure and recurrence of prolapse. The patient underwent a removal of mesh exposed at upper end of previous incision for repair and pelvicol was used to overlay mesh and repair prolapse. Additional information has been requested.